Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Problem source is manufacturing. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that during the use of the product, the pilot balloon got detached from the inflation line. No patient injury.